Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) displayed a service code 203 (pulse test fault) and failed the internal pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor produced a service code 203 and failed the internal pulse test. The cause for the service code and test failure was an intermittent connection at the board to board connectors. The root cause for the intermittent connection cannot be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.